Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with the highest reported blood glucose of 330 mg/dl and elevated readings lasting about 1.5 hours, alongside confusion between device readings and fingerstick/dexcom values that required calibration and education on meal announcements and backup insulin use. Symptoms included elevated blood glucose without associated acute symptoms. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of usage data, guided troubleshooting, a complete set change, fingerstick verification, cgm comparison, and device calibration, with discussion of a potential factory reset. Investigation of this case revealed no evidence of infusion set occlusion or mechanical failure and identified inconsistent meal announcement timing as a possible contributor, with device-reported glucose initially discrepant from fingerstick and cgm before calibration. It was concluded that the event involved hyperglycemia of unclear cause with user-related factors potentially contributing, and no device malfunction could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.